Event description:
Ous MDR - it was reported that after 65 months of implant duration a planned replacement of the ICD was done. Two days later the physician decided to change the lead because the shock impedance was out of range with >150 ohm. The pacing impedance was > 4000 ohm. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected into two parts. The wirings as well as 5 cm of the inner coil of the distal fragment were not returned for analysis. It is reasonable to assume that the lead was dissected in the course of the lead explantation. Due to the fragmentation the mechanical and electrical inspection of the lead was not properly feasible. The analysis of the distal fragment demonstrated a damaged insulation at a distance of some 42 cm proximal to the lead tip. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Further damages occurred most likely during the explantation procedure. Based on the severe damages the root cause regarding the observation as mentioned in the complaint description can not be determined. The analysis did not reveal any sign of a material or manufacturing problem.